Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging did not show any anomaly with the system. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.